Event description:
(B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced tachycardia. The 100% stenosed, totally occluded, 20mm, thrombosed, eccentric, less than or equal to 45 degree target lesion was located in a non stented area of prior intervention in the mildly calcified and non tortuous proximal left anterior descending coronary artery (lad). The lesion was predilated with a 2.5x10mm balloon, and a dissection occurred. A 3.0x20mm taxus liberte stent was implanted in the lesion without post-dilation, which also treated the dissection and resulted in 3% residual stenosis. It was reported that the stent expanded well and timi-3 flow was maintained. At 1 day post index procedure, the patient experienced tachycardia, which was treated by changing antiplatelet medication from pletaal to ticlopidine hydrochrloride. The event was reported to be resolved at the time of patient discharge 11 days later with their condition reported to be "good" with no anginal symptoms. The event did not require additional hospitalization the patient had additional scheduled coronary interventions which required an extended hospital stay. It is the opinion of the physician that the event is unrelated to the taxus liberte stent and definitely related to the antiplatelet medication.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)